Manufacturer narrative:
E1. Initial reporter address: (B)(6) hospital. Investigation summary: "material #: 368836. Lot/batch #: unknown. Bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for holder separation was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the holder detached from the device. There was no report of adverse impact to patients or users.